Manufacturer narrative:
One 8.5f fast-cath introducer sheath, dilator, and guidewire were received for evaluation. There was a fiber-like substance at the guidewire distal end. The fiber-like substance was sent for further analysis and was determined to be biological material that was likely derived from patient contact. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fiber-like substance at the guidewire distal end could not be conclusively determined.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath, dilator, and guidewire were received for evaluation. There was a fiber-like substance at the guidewire distal end. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fiber-like substance at the guidewire distal end could not be determined.

Event description:
Upon analysis, a fiber-like substance was found on the tip of the guidewire. Information received from the field could not confirm that it was not material from the patient.